Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a stent fracture occurred. A 6x40x130 innova¿ stent was selected for a left leg stenting procedure in the left common femoral artery. The physician deployed the stent and it covered the profunda. The physician attempted to drag the stent below the profunda with a balloon and the stent appeared to fracture. The procedure was completed with this device. The physician stated the stent was fine and he was okay with it. There were no patient complications reported and the patient was fine.